Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during a staff training session conducted by a nurse educator, an automated impella controller (aic) was observed to have a door release mechanism that was sticking and did not open when depressed. The controller was used during the training session and was subsequently returned to the cardiac catheterization laboratory. After returning the controller to the catheterization laboratory, a help desk ticket was created for the hospital biomedical engineering team to investigate the issue. Upon evaluation, the aic was taken to biomedical engineering, and a request was made for a loaner device to address the reported issue. The issue was identified during training use and not during patient use. No patient involvement was reported in association with this event.